Manufacturer narrative:
(B)(4).

Event description:
During pretest the cuff did not inflate. There was no patient involved.

Manufacturer narrative:
One sample was returned for evaluation. Visual inspection of the sample found that all components were assembled properly according to all appropriate drawings and specifications. A functional evaluation was performed using inflation and deflation testing. No inflation issue was found on the sample. The reported complaint could not be confirmed in the returned sample. A device history record review was performed and the product met all quality specifications upon release.

Event description:
Medtronic received a report that the balloon did not inflate. It was reported that there was no patient involvement.